Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the patient had a post-dental treatment and that caused the infection. No adverse patient effects were reported. The ra lead was explanted.